Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was stated that the customer verified that and confirmed that the endoscope was defective. Isi received the endoscope involved with this complaint and completed the device evaluation. During failure analysis, the returned endoscope was tested, and the report of inverted image display was not reproduced. As part of investigation, the endoscope was inspected and friction on the shaft bearing, and the camera instrument adapter were identified. Additionally, the camera cables were defective.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. During fse investigation over the phone, fse verified through the customer about performing additional troubleshooting involving the system and an endoscope on subsequent procedures. Observation identified no recurrence of the issue. The fse suspected a possible intermittent endoscope issue, and it would be placed under observation and would be monitored for recurrence. The da vinci system was verified ready for use. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the failure analysis investigation is completed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user observed repeated issue with the endoscope displayed image that allegedly kept "flipping." The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that the issue persisted even after exchanging into another endoscope. The user was able to complete the procedure. User indicated that the endoscope was installed on universal side manipulator (usm) arm 2. Review of the system logs confirmed repeated engagement failure on the endoscope in usm arm 2. No additional troubleshooting was performed with the tse since procedure was already completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.